Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe battery pack was evaluated and replaced. The camera and collimator were also evaluated and aligned. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.